Event description:
The customer's father reported that on (B)(6) 2012 at 6:21 am, his daughter's blood glucose measured 347 mg/dl. He removed the device and observed that the cannula was not inserted and leaking insulin at the infusion site. They activated a new pod at 6:25 am, and gave a 9.5 unit correction bolus at 6:35. By 8:21 her bg was down to 217 mg/dl.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported malfunction. The caller reported that the cannula did not deploy properly into the infusion site. This condition would interrupt insulin delivery and could contribute to hyperglycemia. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.